Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.

Event description:
It was reported the lead was removed due to pocket infection. The patient is currently on antibiotics and is recovering. No further patient complications were reported as a result of this event.